Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in an undocumented location. Per documentation, the patient was talking to tandem representative since the pump did not have t-connect for a week prior to calling dexcom. The patient said that she was getting spotty readings on t-connect pump. While talking to tandem, the said started feeling low. The symptoms of hypoglycemia were not specified. The patient said the tandem pump cgm display device was showing a reading showing 300 mg/dl. She checked the bg by fingerstick, and the value was below 40 mg/dl. The tandem representative called paramedics because she was alone at that time. When paramedics arrived, they took her blood glucose meter (bgm) several times. The patient could not recall the values as she was incoherent and unresponsive at that time. The patient was treated by emergency medical service with glucose gel. The patient could not recall whether she was given something to eat. The paramedics stayed with the patient until her bgm went up to 80 mg/dl. The cgm reading at that time was not documented. The patient was feeling ok at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.